Manufacturer narrative:
The investigation on the jaw that was broken off makes us suspect that it was fatigue. We are looking in to our procedure when a tip needs of should be replaced, to prevent this from occurring in the future. The tip was replaced in the handle and sent back. Forceps jaws broken during use, particles may fall into the eye would lead to reaction or removal, hence reportable. There is no information of patient harm or retrieval of any pieces or parts, therefore this is being reported as a malfunction. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
The breaking of jaws forceps during the operation. Sample is available.